Event description:
A falsely elevated advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample that did not match repeat test results. The repeat troponin ultra testing was done on two different sample tubes drawn from the same blood sample collection. The customer performs repeat testing on all elevated results. The discordant result was not reported to the physician(s). Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp troponin ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) went on site and performed a total service call. There were no system issues observed with bleach contamination, system dark counts, dry, wet water, wet wash 1, and luminometer system tests. The cse replaced reagent probe 2, base probe and tubing due to an observed base probe leak. Post the fse visit, a siemens technical application specialist (tas) performed a diluent precision check and there were no abnormal results observed. The cause for the initially elevated advia centaur xp troponin ultra (tni-ultra) troponin result, compared to the repeat test results is unknown. The customer's quality control results were within range at the time of the non-reproducible results. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.